Manufacturer narrative:
The reported event was confirmed ¿ cause unknown. Sample was evaluated and found multiple tear on shaft of catheter that allow water to leak out. The tear looks like it had been exposed to sharp object from outside. There was scratch observed along shaft near the tear. The exact cause of how and when the problem occurred could not be determined. A potential root cause for this failure mode could be (example: user related/operator error/rough handling or expose to sharp object/mechanical force). The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "1. Method for use: (1) do not inflate the balloon in the urethra. (The urethra may be injured). (2) do not pull the catheter hard. (The bladder/urethra maybe injured). 2. Applicable patients (1) patients with delirium who might pull out catheter (when patient tugs at catheter unconsciously, the bladder and urethra may be damaged). Contraindications 1. Method for use: (1) do not reuse. (2) do not resterilize. (3) be careful that the catheter is not exposed to ointments, contrast medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). [They may damage the device and may burst balloon.] (4) do not hold the device with forceps, etc. Avoid contact with any blades or sharp-edged instruments. [Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon.] 2. Applicable patients (1) do not use on patients who are or have been allergic to natural rubber latex." Correction: d. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the sterile water leaks when pouring water. When they checked, there was a crack in the foley catheter shaft.

Event description:
It was reported that the sterile water leaks when pouring water. When they checked, there was a crack in the foley catheter shaft.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a: through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.